Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise on the rate/sense channel, oversensing, and inappropriate shocks due to the noise. It was noted that the patient was not pacemaker dependent. The sensitivity had been reprogrammed; however, this did not resolve the issue. A surgical revision was therefore performed and the lead was explanted and replaced. No additional adverse patient effects were reported.